Manufacturer narrative:
The immucor laboratory tested one (1) returned customer blood sample ((B)(6)) with retention product of lot number e265 on (B)(6) 2017, which yielded expected positive outcomes. The retention product of e265 was also tested by the immucor laboratory on (B)(6) 2017 with another known blood sample containing anti-d, which yielded expected positive outcomes, and so the retention product performed as expected.

Event description:
On (B)(6) 2017, a european (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.